Manufacturer narrative:
Device evaluated by MFR.:the returned product consisted of an angiojet pe thrombectomy system. The pump, shaft, and tip were microscopically examined. It was observed that the hypotube was broken 42cm from the manifold. Functional testing showed leaking at the break and a ¿check saline supply¿ error message. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter fractured. An angiojet® ultra pe catheter was selected for a thrombectomy procedure in the synthetic dialysis bypass graft from the left brachial artery to the left axillary vein. A long catheter was required in order to access the thrombus via puncture to the right common femoral vein in the groin, therefore this 120cm pe catheter was chosen. The procedure was performed successfully with no issues. The procedure ran normally and there were no error messages that displayed on the console. There was no difference noticed in handling or resistance. However, when the procedure was completed and the catheter was removed from the sheath out of the patient, damage on the shaft of the catheter was noted midway between the tip and hub. Upon closer examination, the outer plastic shaft had fractured concentrically and only the inner metal tube seemed to be keeping the catheter connected. The catheter damage had no impact or consequence on the procedure. The patient status was noted as stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter fractured. An angiojet® ultra pe catheter was selected for a thrombectomy procedure in the synthetic dialysis bypass graft from the left brachial artery to the left axillary vein. A long catheter was required in order to access the thrombus via puncture to the right common femoral vein in the groin, therefore this 120cm pe catheter was chosen. The procedure was performed successfully with no issues. The procedure ran normally and there were no error messages that displayed on the console. There was no difference noticed in handling or resistance. However, when the procedure was completed and the catheter was removed from the sheath out of the patient, damage on the shaft of the catheter was noted midway between the tip and hub. Upon closer examination, the outer plastic shaft had fractured concentrically and only the inner metal tube seemed to be keeping the catheter connected. The catheter damage had no impact or consequence on the procedure. The patient status was noted as stable.